Event description:
The laparoscopic stapler was used once, then would not open. The blade in it had not retracted automatically. The blade eventually was retracted, and device was removed from service and given to materials coordinator. Another device was opened onto the sterile field for subsequent stapling. No harm to patient.